Manufacturer narrative:
The model and serial number were not provided, and the unique identifier (UDI) number could not be determined. This information will be provided in a supplemental report if and when made available. As the serial number was not provided, the device manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The customer has been contacted for additional information. However, no additional information has been provided at this time. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a patient was diagnosed with endocarditis on (B)(6) 2016 after undergoing an aortic valve replacement surgery on (B)(6) 2015. Samples taken from the patient revealed mycobacterium chimaera. On december 20, 2016, sorin group (B)(4) received a user medwatch report (mw5066530) related to this event. The report stated that the patient was admitted to the hospital in 2016 for the infection and was diagnosed with aortic valve endocarditis. Samples from the patient were sent out due to the infection and an alert from the FDA. The cultures initially came back negative. However, special cultures were sent out for acid fast bacilli (afb) testing. These cultures tested positive for mycobacterium chimaera.

Manufacturer narrative:
Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that the facility is not able to identify which machine was used for the involved patient. The facility also reported they have not tested any of their devices, and they do not plan to. The units are still in use and are placed within the operation room during procedures. The customer reported that they are currently working on a way to vent the devices out of the operation room. No further information has been received. As the status of the units is unknown, a root cause for the reported infection could not be determined. No definitive link has been made between the patient infection and the use of the heater-cooler device. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Though contamination has not been confirmed, livanova has issued a field safety notice to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU).